Manufacturer narrative:
Reported event was confirmed by evaluation of the sesamoid plasty computer kit; inspection revealed that the lcd screen is cracked and that the computer is unable to boot up when powered-on due to a file system check error. A photo of the error message displayed on the computer was also provided. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sesamoid computer crashed during an initial knee surgery. As a result, there was a 60 minute delay in surgery as they had to use instruments to complete the surgery.